Event description:
It was reported that when the physician tried to deploy the filter, the legs would not disengage from the spline. He tried several maneuvers, but was unable to get the legs to deploy. The filter was removed from the spline by placing the retrieval device through the jugular and into the ivc, using force to remove the filter from the spline. Another filter from the same lot number was inserted into the patient without any complications.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned; however, evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown.